Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the non-tortuous and non-calcified iliac vein. A 12.0 x 80, 75cm charger balloon catheter was advanced for post-dilation after placing the two 14 x 60cm wallstent self-expanding stents. However, the balloon ruptured while applying pressure upon first inflation at 6 atmospheres. The device was removed, and the procedure was completed with another of the same device. No complications were reported, and the patient was stable.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the non-tortuous and non-calcified iliac vein. A 12.0 x 80, 75cm charger balloon catheter was advanced for post-dilation after placing the two 14 x 60cm wallstent self-expanding stents. However, the balloon ruptured while applying pressure upon first inflation at 6 atmospheres. The device was removed, and the procedure was completed with another of the same device. No complications were reported, and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR: the charger was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 12 atmospheres as charger specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 44mm distal from the proximal markerband. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip.